Manufacturer narrative:
Product complaint (B)(4). Component code: appropriate term/code not available (g07002) used to capture no findings available. Dmf# - 13704. Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cement had a contaminated packaging. No effect to patient. The surgeon was planning to use the defective package but when the nurse opened the box of cement, noticed the product could not be considered sterile. The product was wasted due to a tear/hole in the plastic packaging, which exposed the sterile cement. The hole was located at the edge/end that was used to open the package just before the sterile part of the product. No surgical delay.